Event description:
High ventricular lead impedance measurements were noted to the subject device on (B)(6) 2012, during a two months post-implant check. A pacemaker revision was performed on (B)(6) 2012. Reportedly during the re-intervention the ventricular lead came out port without unscrewing the set-screw. The leads were measured by an analyzer and normal measurements were obtained. The physician decided to implant a new pacemaker and to keep the existing leads. The ventricular lead impedance measurements performed subsequently were normal

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.